Event description:
It was reported that a patient exhibited oversensing noise on their right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) resulting in inappropriate shock. No changes or interventions were reported. The patient condition was stable.